Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unk as lot is unk. (B)(4). The product will not be returned for investigation and no images were provided to assist in the investigation. Reviews of complaint history, the IFU and of the trends were performed during the investigation process. Limited information was provided by the reporter; however, similar complaints have been previously filed from the same location, thus we will assume that the customer experienced similar problems to those previously reported. Previous complaints have indicated that patients skin becomes red and irritated surrounding the bolsters and that the bolsters caused skin erosion underneath the product. Over tightening of the device could contribute to this failure and/or leaving the device in for longer than the recommended time, but it is unknown whether these circumstances contributed to this failure. An IFU is provided with this device that instructs the clinician to slide the bolster down to achieve desired tension, and the tension can be adjusted by reattaching a plunger. The sutures may be left in place for up to two weeks. Biocompatibility testing has been completed per iso 10993-1 on the external bolster. A definitive root cause cannot be determined for this failure. A corrective action/preventative action has been opened for this failure mode in response to a previous complaint. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
Bolster of suture anchor sets causing skin breakdown. Patient outcome was not provided by the reporter.